Event description:
The customer reported that a (B) (6) male was undergoing an abdomen procedure to rule out a mass. He armed the injector and then started the MRI scanner which triggered the injector to inject prematurely. He was able to hit the stop button on the injector to stop the injection, only 10 ml of the 30 ml of the optimark contrast had been injected. The pt was not injured but will need to come back to have the procedure repeated.

Manufacturer narrative:
Liebel flarsheim field service report # ((B) (4)) states that the field service engineer ran some 20 plus injections. On two of these injections the unit started injecting without activating a start function. After discussing the issue with technical support, it was concluded that the problem was an intermittent failure of the keypad assembly. The fse replaced the keypad and the if cable pn 802110. Fse then ran another 30 plus test injections with any failures or error codes. Field service engineer verified and tested the injector per tech manual (B) (4), and returned it to service.